Event description:
It was reported that during a lap pneumectomy, the pouch broke when the specimen was collected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). What was being performed when the malfunction occurred? The broken pieces were all removed and no pieces were remained in the patient. What specimen was being removed from the patient? Lung. What was the size of the specimen? The information was not provided from the hospital. Were there any difficulties deploying the bag? The information was not provided from the hospital. Did any contents spill into the patient? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.